Event description:
It was reported that pump insulin gauge displayed an amount different than expected, with pump showing 33 units while caller expected about 90 units, and caller was currently experiencing a fill estimate issue despite having followed filling and air removal steps. There was no reported impact to the customer¿s blood glucose level. Caller declined attempting to reload same cartridge, chose to continue using it until it ran out, and was advised by technical support to contact them again if she changed her mind, after which case was closed.